Manufacturer narrative:
The investigation into the issue of infection/sepsis has been completed. The device was not returned for investigation. Based on the clinical investigation, the cause of the infection was most likely patient condition related since the device is sterilized under validated conditions and there was no evidence to indicate a break in the sterile barrier or pump contamination. Unknown relation to impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 30-year-old male patient that had a impella 5.5 support for over eight days when the pump was explanted due to concerns of infection. The pocket had purulent drainage and the patient had cultures sent for analysis and antibiotics ordered.